Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states the ipp was explanted because it was not functioning anymore. The device stopped working a few weeks before the surgery. The patient was "fine" following the surgery.